Event description:
It was reported that an erbe system; argon plasma coagulator (apc) model apc 2 with the electrosurgical generator (part number 10140-100, serial number (B)(4)) was used in a procedure to treat arteriovenous malformations (avms). The system settings were pulsed apc, effect 2, 20 watts, and gas flow of 0.5 l/m. A straight fire filter integrated (fi) apc probe was used to deliver the plasma to the target tissue. A possible perforation was detected. Therefore, a partial resection of the area was performed to address the issue. The pt recovered without any problems.

Manufacturer narrative:
There were no reported equipment problems during the procedure. Per the account, there was no need to evaluate the involved equipment. No anomalies were found in the device history records (dhrs) of the involved devices. In conclusion, it appears that no equipment problem caused or contributed to the event. Most likely there were many factors involved in the reported event. It is unk if the wall was compromised prior to the procedure or if the remaining tissue did not stay intact upon the intervention work. Nonetheless, no conclusive determination could be made as to the cause of the incident. The account is being made aware of the findings. To further address the issue, additional in-service work with the involved medical staff at the hosp was performed on (B)(4) 2013. Erbe USA, inc. Is now closing the file on this event.